Event description:
The customer's nurse aide reported an issue with the labeling of the customer's test strip. In addition, the customer was unresponsive when the nurse aide came to visit her. The paramedics were called and the customer was transported to the hosp; however, the treatment and diagnosis are unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.